Event description:
It was reported the pt's lead came apart during a procedure to replace her ipg for normal end of life. The physician implanted a new ipg with port plugs, but did not have a new lead to replace the existing lead. On (B)(6) 2012, the physician undertook surgery a second time to replace the lead and connect it to the newly implanted ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.